Manufacturer narrative:
MDR initial 2 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose level and diabetic ketoacidosis event on (B)(6) 2026 due to infusion set kinked cannula which led to cause intensive care unit (ICU) admission.